Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: only one device was involved in this reportable event at the user facility. Additional unused lot samples from the same lot/product catalog number were returned from the customer for evaluation and investigation of this event. The original device was not returned for evaluation. One sealed ultraclip dual trigger breast tissue marker lot sample was provided for evaluation. Since, no original sample was returned; one lot sample was opened and evaluated. On visual evaluation, the packaging was noted to be sealed and states the marker wire-form is a coil. Upon functional testing, the marker wire-form was deployed and noted to be a coil. One image was provided and reviewed. The image shows the post-biopsy mammogram to confirm the placement of the breast tissue marker. The shape of the observed maker wire was to be padlock-shaped and located in the upper left breast. However, the operator claims that the packaging for the marker indicated that the marker was a coil shaped marker. There is no photograph of the packaging provided for review. It is possible that wrong label was put on the packaging. It is also possible that the operator made a mistake and thought they were using a different marker than they actually were. No other tissue markers were found at the site, and the breast was extremely dense. No other anomalies were noted on the submitted image. Although, there is no issue with the device labelling. The investigation is inconclusive for the reported device markings / labelling problem issue based on both the return sample analysis and the provided image review. As, the original device was not returned for evaluation and also in the image review, no objective evidence was provided for review to conclude the mismatch of shape as described in the device label & the event being reported. A definitive root cause for the alleged device markings / labelling problem issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024).. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast tissue marker placement procedure, the deployed tissue marker was allegedly a different shaped clip than the one that was mentioned in the label. It was further reported that it should have been a coil shaped marker but the deployed marker wass a padlock shaped. There was no reported patient injury.

Event description:
It was reported that during a breast tissue marker placement procedure, the deployed marker was allegedly different shaped clip than the one that was mentioned in the label. It was further reported that it should have been a coil shaped marker but the deployed marker is a padlock shaped. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.